Manufacturer narrative:
The main component of the system and other applicable components are: product ID 8780, serial # (B)(4), implanted: (B)(6) 2016, product type catheter.

Event description:
Information received from a healthcare provider (hcp) regarding a patient receiving baclofen via an implanted pump. Indication for use was noted as intractable spasticity. Information received from an "MRI hcp." The hcp was asked to visualize catheter, to see if it was dislodged or occluded. No catheter event had been confirmed. There were no symptoms mentioned. The date of the event was unknown. The pump and catheter were implanted in 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.